Event description:
Pt reported symptoms of redness and swelling, that occurred 2-3 weeks after 3rd collagen injection (over a period of 10 years) in the lips. The pt had been skin tested 2 months prior to this collagen injection and the test site also became red and swollen, with itching and burning at the same time as the symptoms occurred in the lips. The physician treated pt with topical locoid and lipocream, and with oral atarax with little relief. Intralesional triamcinolone was subsequently used and did alleviate the majority of the symptoms, temporarily.